Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that she had received four loss of prime warnings that day, both at random and during boluses. The patient denied any power loss to the pump and confirmed that the cartridge was being used appropriately. The patient noted that she does not always change her cartridge every three days as recommend, however troubleshooting indicated that the cartridge in use at the time of the loss of primes had been used per recommendations. The patient admitted to intentionally priming while attached following the loss of prime warning that occurred during bolus delivery to make up for the missed bolus amount.